Event description:
During a thoracic endovascular aneurysm repair, graft deployment began distal to the left common carotid artery. After completing all steps of deployment, the stent graft did not fully release from the delivery system and remained attached. After additional manipulation, the stent graft deployed and migrated to the in fractional position. The pt was taken for an emergent open, left, thoracotomy and cardiopulmonary bypass. The pt remained hemodynamically unstable and died despite resuscitation and surgical intervention. See scanned page.